Event description:
It was reported that the wake button was intermittently delayed in responding to presses. Customer's blood glucose level was 227 mg/dl. The customer applied more force to the wake button to resolve the issue. Customer reverted to manual injections for insulin therapy.